Manufacturer narrative:
On 26 september 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: 1 step reducer: the instrument appears conform and functional. The anterior extremity (the portion that engages the implant) is slightly worn out but the functionality is not impaired. Temporary set screwdriver enhanced: the instrument is heavily deformed on the hex tip. Indicating that it was improperly used to tighten the setscrew. The instrument is designed and intended to place the screw and screw it to position without tightening. Other instruments are provided for final tightening to 9nm. Pedicle screw ø7x50: the thread of the pedicle screw head is heavily damaged, as well as the thread of the setscrews, suggesting cross threading and tightening. Cross threading is a common issue of all pedicle screw systems. The surgeon is usually able to recognize if cross threading occurred, and in this case he can remove the setscrew and re-position it. In this event, based on the heavy damages on the pedicle screw head and setscrew, it can be seen that the surgeon insisted in screwing and tightening the setcrew even if it was malpositioned. The event description is still confusing (the 1 step reducer and the temporary setscrew driver cannot be used in combination, one doesn't fit into the other). It can be hypotized the following sequence: the pedicle screw was placed too deep/in contact with the bone, and some reduction (<10mm) was required. The surgeon tried to use the temporary set screwdriver (without any reduction means) to push the rod and place the setscrew. Cross threading could have occurred at this stage because of wrong maneuver. Then the surgeon tried to tighten the setscrew, causing damaged to the pedicle screw head, setscrew and set screwdriver. At this point, with the damaged pedicle screw head, the subsequent attempts with the 1-step and 2-step reducer were ineffective and the surgeon had to remove the screw. Based on the hypothesis above, the event is related to an incorrect sequence of maneuvers. Batch reviews performed on 03 october 2016. Lot 1314254: (B)(4) items manufactured and released on 06 november 2013. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Two-steps reducer, code 03.51.10.0128, lot. 1550170. (B)(4) items manufactured and released on 08 june 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Manufacturer narrative:
Not yet received.

Event description:
During surgery (left side) when the surgeon was using the one step reducer, the reducer was set onto the tulip of the pedicle screw. When the surgeon used the temporary screwdriver with the one step reducer, the mechanism would not engage into the pedicle screw. The surgeon attempted to use a 2-step reducer. The surgeon was able to fully seat the rod, but the reducer continuously popped off of the head of the screw. The surgeon wanted to take out the pedicle screws and the rod. The surgeon used an easy out screw driver that would not engage properly. The surgeon used a reduction driver to back out the screws enough to seat the rod properly. The surgery was delayed approximately 45 minutes due to this event and those in mdrs 2016-00451 and 2016-00452 (same surgery). The surgery was completed successfully. X-rays are not available. Instrumentation is available for investigation.